Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
The only information received regarding this complaint is the reported event. No information of replaced part has been received and no device logs has been received. Given this, we have not been able to confirm the problem nor can we identify any root cause.